Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced crimped cannula events on (B)(6) 2025, (B)(6) 2025, (B)(6) 2025 within three hours of insertion. The issues occurred with three similar types of infusion sets and site was patient's abdomen. No further information available.